Event description:
This complaint is from a database related research activity (drra). On behalf of medtech epidemiology, please see the attached drra potential complaint form, aligned to a cerenovus product, and a copy of the final study report. Device name: enterprise® 2 stent. Any inpatient admission all-cause inpatient readmission. Inpatient admission with any diagnosis code in 180 days post endovascular stent-assisted coiling procedure count: 14. Diagnosis code ICD 10 unruptured intracranial aneurysm (uia)-related inpatient readmission inpatient admission with a primary ICD 10 dx code for uia in 180 days post endovascular stentassisted coiling procedure count: 4. Diagnosis code ICD 10, and procedure code unruptured intracranial aneurysm (uia)-related inpatient retreatment count: 4.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Clinician assessment: although no specific adverse events are stated, it is clinically reasonable to assume a hospital re-admission or retreatment for an unruptured intracranial aneurysm (uia) - related complication, would be a result of a serious injury/complication associated with the use of the enterprise2 stent or index procedure, that may potentially result in permanent neurological impairment if left untreated. The events are being reported to the us FDA as a conservative measure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.